Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer letter stated that the oscillating part of the replacement toothbrush head is extremely loose. No injury was reported.